Event description:
The customer contacted beckman coulter, inc (bec) to report an erroneously low platelets result with instrument generated flags for one (1) pt sample assayed on their coulter maxm analyzer. The erroneous pt sample result was not reported outside of the lab. There was no impact to pt treatment associated with this event. The customer reported sending the pt sample to an outside reference lab for a repeat analysis. The reference lab reported a higher platelet result. In addition, giant platelets were observed in a manual smear performed on the pt sample. The customer reported that qc (qc) samples assayed before the event yielded results which recovered within the lab's established ranges. A review of the data provided by the customer also revealed an elevated white blood cell (wbc) result with instrument generated flags (this was not specifically stated by the customer). The elevated wbc result was not reported outside of the lab.

Manufacturer narrative:
While the root cause of this event is unk, the instrument generated flags alerted the customer to further review the sample. In addition, the presence of giant platelets observed in the manual smear could be a contribution factor to this event. Per bed labeling, giant platelets are a known interfering substance. A field svc engineer (fse) was dispatched to the customer's site. The fse ran a 50/50 bleach/di water solution and left it in the analyzer for 30 minutes. The fse replaced the pickup tube and the diluent tube. The fse adjusted the conductivity channel to 26.7. The fse ran several startups, a precision analysis, and quality controls. All results were within specs. The fse verified all repairs per established procedures. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.